Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The customer alleged that the battery compartment was found to be cracked and the threads were damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission: 05/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/13/2017 with the following findings: during investigation, the battery compartment was cracked above the grip pad to the threads, and from below the grip pad to the case seal. The battery cap had damaged threads, and continued to spin when attaching to the test pump and was difficult to remove from the pump.